Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of 125 ohms. The increase in shock impedances had been gradual. Technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.